Event description:
It was reported that this right atrial (ra) lead exhibited an abnormal impedance range measurement due to an incomplete lead fracture which was not confirmed via x ray. The automatic polarity switch was set to unipolar mode with an impedance range measurement of 500 ohms and within acceptable limits of pacing threshold and waveform amplitude outputs. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.